Event description:
A customer reported that nibp (non-invasive blood pressure) readings were inaccurate, delaying vasopressor therapy to the patient. At 12:30, there was a nibp of 160/70 for several readings. When the nurse verified the nibp reading with a manual blood pressure, they obtained a blood pressure of 80/systolic. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Manufacturer narrative:
The serial number of the patient data module is not available at this time. (B)(4).